Event description:
Reportedly, on (B)(6) 2026, during implantation of a new pacing system, it was confirmed that the screw of the vega r52 (s/n: (B)(6) was already extended prior to the use of the butterfly wrench at the time of lead placement. After the physician partially retracted the screw, an attempt was made to screw it into the intended implantation site; however, it was found that the screw had already re-extended at that time. Vega r52 was replaced by another vega lead.